Event description:
It was reported that the left ventricular lead exhibited increasing thresholds indicating possible dislodgement following the implant procedure. Attempts to reposition the lead were unsuccessful. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.